Event description:
Per the clinic, the patient was hospitalized in 2012 (specific date not reported), due to pain and swelling at the implant site.

Manufacturer narrative:
(B)(4). Implanted device remains.